Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. One used ls3092 ligasure device was received for evaluation, and a broken snap pin was confirmed to be missing from the jaws. Visual examination also found blood on the handle and jaws, indicating that it was likely used or handled within the surgical field. Review of the device history records for this lot found no potentially contributing factors. A 100% visual inspection of the snap pins is performed during production, and it is unlikely the product was damaged when it left the manufacturing facility. Snap damage can be caused by misaligning the snaps during assembly by the user or by multiple assembly attempts. The investigation identified the root cause of the damage to be user error. The instructions for use included with this product lists measures for proper assembly.

Event description:
The customer reported that prior to the start of a nephrectomy, the tip of the device was found broken after opening the package. A new device was opened to continue the procedure and there was no patient involvement. However, the investigation completed on december 21, 2016 for the received sample found blood on the jaws, indicating possible use or assembly within the surgical field. Further contact with the customer confirmed that no piece fell within the patient.